Event description:
It was reported to the manufacturer by the end user, per the end user, "customer's wife stated that customer slid out of bed about twice." Numerous requests to this individual have been made to receive additional information and details related to this alleged incident report with no response from the individual. (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit has not been returned.